Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the needle gripping system to be faulty due to wear and tear on the clamps. This was attributed to normal wear. Service was performed and the device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported "the nail is not perforating the bone because apparently the adapter is faulty". This is report 1 of 1 for complaint #(B)(4).